Manufacturer narrative:
No suspect product was received; however, a photo was provided by the customer: device evaluation: the customer provided photo was evaluated by a post market safety surveillance officer. The picture shows 2 small white spots located in the lens mid-periphery at 6:00 (per the picture orientation) and besides the irrigation and aspiration tip. Per the picture orientation and quality, it cannot be determine if the spots are located in the lens surface or embedded in the lens material. Based on the location and the size of the spots, it is not expected for them to cause an optical impact to in the lens performance; but the nature and/or origin of the observed phenomenon can not be determined from a picture, neither their potential clinical impact (besides the optical impact). The complaint issue "dc-inclusions" was identified during photo evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications.

Event description:
It was reported that after the implantation of the preloaded monofocal intraocular lens (iol), two very small white opacities were observed in the iol. Both sides of the lens were polished by the doctor and it was determined to be an issue with the lens. Veritas and healon duet were utilized during the same procedure but did not contribute to the issue. The device remains implanted. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.